Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 16 x 3.50 promus premier drug-eluting stent was selected for treatment. However, the proximal shaft portion detached from the working catheter. The detached portion of the device was removed intact from the patient, and the procedure was completed with a different device. No patient complications were reported, and the patient status was stable post-procedure.